Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy, while inserting the device, the expandable sleeve broke and mesh came out. The device was removed in order not to damage the skin. The procedure was completed with another device. No patient harm.